Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor near vision quality. Clinical reason for explant was anisometropia with poor quality vision wanted monofocal iol. The iol was exchanged for advanced technology intraocular lenses (atiol) model lens 7 days following the initial implant procedure. Additional information has been requested.